Event description:
It was reported while using bd vacutainer® edta 2k, the stopper was deformed causing blood to leak out during tipping and mixing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Evaluation of the photos showed the presence of a defective stopper. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 4166432. D4: medical device expiration date: 3o-sep-2025. H4: device manufacture date: 14-jun-2024. D4: UDI#: (B)(4). Investigation summary: bd received two photos for investigation. A visual examination of the photos revealed defective stopper molding. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® edta 2k, the stopper was deformed causing blood to leak out during tipping and mixing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® edta 2k, the stopper was deformed causing blood to leak out during tipping and mixing. No adverse impact was reported regarding the patient or user.